Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. A field service engineer adjusted the housing, checked for debris, and successfully opened and closed the door. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator had failed. The customer stated that malfunction caused delay when user was trying to issue medication to patient since user managed to get medications from pharmacy. However, there were no adverse events or injuries reported based on this event.